Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was scratched and there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: the display lens was scratched in multiple places within the field of view. There was a battery compartment crack observed below the grip pad. A leak test showed that there was a leak at the display lens. There was evidence of moisture contamination. Unrelated to the moisture ingress, the display screen was dim and discolored. The keypad was intact with no evidence of peeling. All of the keys were intermittently responding. Contamination was found under all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.